Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer was attempting to recalibrate using the last calibrator vials from an "old" box. The customer opened a brand new box and, using the new calibrators, the qc recovered within range, and the customer had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module for three patients. Patient 1's initial result was 117 mmol/l, and the repeat result on another cobas 1800 module was 134 mmol/l. Patient 2's initial result was 115 mmol/l, and the repeat result on another cobas 1800 module was 127 mmol/l. Patient 3's initial result was 108 mmol/l, and the repeat result on another cobas 1800 module was 123 mmol/l.